Event description:
It was reported that a catheter tip occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that when the rn was placing the IV, it infiltrated. Rn had difficulty removing the needle from the catheter and when the catheter was removed, it was noted that the catheter had split. 1st occurrence (unknown date - latter part of last week): lot# 9127887: rn was placing IV and it infiltrated. Rn had difficulty removing the needle from the catheter, when catheter was removed, it was noted that the distal tip of the catheter had split. A second catheter was placed without incident. Contaminated sample is available for investigation."

Manufacturer narrative:
H.6. Investigation summary: received a 22ga iag catheter-adapter assembly inside and open package from lot number 9127887. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: traces of blood were observed throughout the components of the units. A cut was observed on the catheter tubing. Conclusion(s): indeterminate: a definite source that caused the damage (cut) observed on the catheter tubing could not be determined. It is not known if it was triggered by the manufacturing process or produced at the user environment prior/during usage. Note: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. These inspections include in process inspection (visual) for catheter spear through (base or tip). Automated vision system (100%) for ¿tip spear¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a catheter tip occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that when the rn was placing the IV, it infiltrated. Rn had difficulty removing the needle from the catheter and when the catheter was removed, it was noted that the catheter had split. 1st occurrence (unknown date - latter part of last week): lot# 9127887: rn was placing IV and it infiltrated. Rn had difficulty removing the needle from the catheter, when catheter was removed, it was noted that the distal tip of the catheter had split. A second catheter was placed without incident. Contaminated sample is available for investigation."